Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that knives did not cut prior to several surgical procedures. There was no patient involvement. Additional information has been requested. This is one of two reports being filed for this facility. This report refers to a pool of patients.

Manufacturer narrative:
Evaluation summary: one opened slit knife in a blister was received for the report of a blade that does not cut. The sample was inspected per facility procedure and was determined to be visually conforming. Penetration testing was performed and this too was determined to be conforming with an actual result of 71.1 grams; the specification is 75 grams max. Force. The complaint lot was identified. A review of the related device history records (DHR) has been performed; no anomalies were found. The product was released based on the products acceptance criteria. Why the complaint blade had poor cutting performance as described in the complaint cannot be determined from the evaluation. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Nonconformances, such as dull and damaged blades, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.